Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left side could have been put in wrong"), genital haemorrhage ("abnormal bleeding(general)") and menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue / fatigue"), migraine ("migraines"), hot flush ("hot flashes"), insomnia ("insomnia"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and pain in extremity ("thigh pain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pain ("other pain symptoms"), menstruation irregular ("irregular menses"), adnexa uteri pain ("both ovaries pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2010 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, back pain, fatigue, migraine, hot flush, insomnia, mood swings, menstruation irregular, vaginal haemorrhage, urinary tract infection, headache, nausea, dysmenorrhoea, pelvic pain, weight increased, pain in extremity and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. On (B)(6) 2009 : hysterosalpingogram : essure implant in place though left fallopian tube is patent resulting in free intraperitoneal spill. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "hot flashes, insomnia, mood swings, irregular menses, abnormal bleeding(general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, malposition of essure device location of device: left side could have been put in wrong, headaches, nausea, dysmenorrhea (cramping), pain, weight gain, thigh pain, both ovaries pain", lot number, concomittant coondition and drug added from pfs.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left side could have been put in wrong"), genital haemorrhage ("abnormal bleeding(general)") and menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue / fatigue"), migraine ("migraines"), hot flush ("hot flashes"), insomnia ("insomnia"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and pain in extremity ("thigh pain"). On (B)(6)2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In may 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pain ("other pain symptoms"), menstruation irregular ("irregular menses"), adnexa uteri pain ("both ovaries pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6)2010 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, back pain, fatigue, migraine, hot flush, insomnia, mood swings, menstruation irregular, vaginal haemorrhage, urinary tract infection, headache, nausea, dysmenorrhoea, pelvic pain, weight increased, pain in extremity and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. (B)(6)2009 : hysterosalpingogram : essure implant in place though left fallopian tube is patent resulting in free intraperitoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.